Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. The device was reprogrammed until the revision procedure. The physician stated that our acuity steerable leads dislodge more than our competitor's leads. Additionally, the lead shape is unpractical. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.